Event description:
Philips received a complaint by the customer on the v60 indicating that the central processing unit (cpu) tray cover was damaged. It is unknown at this time if the device was properly secured to the stand and staying in place. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the central processing unit (cpu) tray cover was damaged. The remote service engineer (rse) provided the customer with the part number of the replacement cpu tray cover for repair. This investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the biomedical technician on the v60 indicating that the central processing unit (cpu) tray cover was damaged. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical technician called technical support to report that the central processing unit (cpu) tray cover was damaged. The remote service engineer (rse) provided the biomedical technician with the part number of the replacement cpu tray cover for repair. Per good faith effort (gfe) response, the biomedical technician ultimately ordered and installed the replacement cpu tray cover, after which the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.